Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported the pt was lost to follow-up. The pt presented with a ruptured aneurysm due to a type 2 endoleak, which was coming from an active lumbar artery and stent graft migration. The stent graft was explanted. No additional clinical sequelae were reported and the pt is fine. The stent graft was received and it analysis is pending.